Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dent at the bottom cover, which is consistent with the trauma reported. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed disturbed bond wires on the digital and analog chips. The residual gas analysis was above the nitrogen limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wirebonds at the digital chip and the analog chip which prevented the device from achieving lock. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. External equipment was exchanged, however, the issue did not resolve. Revision surgery was recommended.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.